Event description:
Patient was revised due to synovitis. Poly wear was found.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Product information required to review the device history records was not provided. The root cause of the polyethylene wear is attributed to wear out. Based on the performed investigation, a need for corrective action is not indicated. In addition, the product code is a discontinued item. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.